Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not delivering insulin during priming, and it didn't give a no delivery alarm either. Troubleshooting was performed, and the reservoir volume was correct. The customer declined further troubleshooting, and requested a replacement insulin pump. Nothing further was reported.